Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed; the defibrillation conductor was found distorted. Blood present in/on the helix mechanism. Lead damaged at implant.

Event description:
It was reported that there was apparent conductor fracture of the atrial lead. When the pocket was opened to replace the atrial lead, it was noted the ventricular lead was kinked. The physician chose to replace the right ventricular lead based on medical judgement. A new atrial lead was implanted. When implanting the new ventricular lead, the sheath for the atrial lead damaged the coil of the ventricular lead. This ventricular lead was removed and replaced. No patient complications have been reported as a result of this event.